Event description:
A caller reported experiencing a cartridge alarm 20 during the load process of their insulin pump. The customer's blood glucose level was in the 480s mg/dl due to the issue. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Technical support confirmed that the pump had previous cartridge alarms with consecutive cartridges and resolved to send a replacement